Event description:
Provider states right caster fork is bent, caster is back near the drive wheel, provider believe it may also be the walking beam that is bent. Provider states two head tube caps are damaged.